Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m7046t514 was reviewed and the product was produced according to product specifications. All information reasonably known as of 20-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported that during aspiration, the suction probe disconnected at the suction nozzle. Per additional information received on 12 sep 2017, the suction tube was removed from the intubation tube "just in time," and it was not necessary to extubate and re-intubate the patient. No further information has been provided at this time.